Manufacturer narrative:
Correction b5: additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3 (date of event): the e-published date has been used as the event date. G4.4 (PMA / 510(k) #):this device is a class I exempt device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a study used to describe the safety and efficacy of a facile method for the pringle maneuver (pm) during laparoscopic liver resection. All data was collected from a single center between 2007 and 2013. The study population included 154 patients (predominantly male; mean age 57 years), 88 of which underwent the pringle maneuver which utilized the medtronic dlp tourniquet set (lot numbers not provided). Among all patients, one death occurred. There was only one case of postoperative liver failure in the total cohort; this patient was in the no occlusion (no) group (medtronic dlp tourniquet set was not used with this group). The patient had hepatocellular carcinoma (hcc) in the setting of hepatitis c (child-pugh class a) and underwent laparoscopic resection of a segment 7 tumor. There was intraoperative bleeding during parenchymal transection, necessitating insertion of a gel-port for hand-assistance. Although control of hemorrhage was achieved with manual pressure, the total blood loss for the procedure was 1,500 ml. The postoperative course was complicated by multi-organ failure and the patient died on postoperative day 21. Based on the available information, none of the deaths were attributed to the medtronic product. Among all patients, adverse events included: one case for hemorrhage from the right hepatic vein during parenchymal transection of a right posterior sectorectomy (blood loss 2,000 ml) and the another for rupture of a 3/4b hepatoma, which occurred at the start of the case from simply pulling the omentum of the tumor (blood loss 500 ml). Ten patients of the total group developed postoperative ascites, that were managed with diuretics; four patients were in the no group and six patients were in the pm group. Transfusions were required for six patient's in the pm group. Based on the available information, the blood loss from the right hepatic vein during parenchymal transection of a right posterior sectorectomy, transfusions in the pm group and postoperative ascites may have been attributed to the medtronic product. Among all patients, no device malfunctions occurred.